Manufacturer narrative:
Device evaluation summary: visual inspection showed the locking tabs were broken off the introducer luer fitting. The introducer did not lock into the device. The reason for return was confirmed. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a 11014 dlp aortic root cannula, it was reported that there was a locking mechanism issue. The aortic root cannula was replaced. The customer also noticed that the sealed pack of a 30007 dlp vessel cannula, had no cannula inside the package. There was no reported adverse patient effect associated with this event. Medtronic received additional information that there was no damage to the aortic root cannula, it's packaging or any other contents within the package.